Event description:
Shortly after starting a knee arthroscopy procedure, the fluid pump alarmed with a "pressure fault" message. The circulator checked the tubing placement and the settings on the pump console. Everything seemed to be positioned and set correctly. The surgical techs confirmed that the outflow ports were not restricted. The pump was reset and the pump again alarmed with a "pressure fault" message. During this time a second pump and new tubing set up were brought to the room. Before it was possible to switch to the second pump, the surgeon was finished. The procedure took 9 minutes from the incision to the time the surgeon said he was finished. When the surgical drapes were removed, it was noted that the patient's knee appeared overly distended. The surgeon was informed. Pedal pulses were present and monitored in pacu by the anesthesiologist. A short time after arriving in pacu the knee swelling subsided. The patient was discharged from same day surgery within a normal time period. The discharge nurse did not note any unusual swelling on discharge. The patient was given routine discharge instructions. She was to be seen by the surgeon on 8/3/06. The fluid pump, arthrex continuous wave iii, ar-6475, s/n 607283, was taken out of service. The fluid sensor portion of the tubing and the package label were saved. The incident was reported to quality resources. Since the hospital biomed department is not able to check and validate the functioning of the pump, the arthrex service department was contacted. The pump in question and the fluid snesor portion of the tubing, ref ar-6410, lot#002048, were shipped back to arthrex for investigation of the "pressure fault" alarm on 8-4-06. At this poin it is difficult to determine if the pump and/or tubing had a malfunction or if the problem was related to a user error.